Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 08/08/2025.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tip rubber deterioration of glue and in the thread separation section. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the irregular tip rubber cement was due to the deterioration of the glue and the thread section. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date for initial (B)(4) was 08/08/2025. The correct date for supplementary (B)(4) was 9/17/2025. Therefore, the initial and supplementary report were not late.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodenovideoscope had irregular distal tip rubber cement. There were no reports of patient [harm/involvement].